Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording period between (B)(6) 2019 and (B)(6) 2019, the right ventricular sensing amplitude fluctuated most of the time between 13mv and 17mv with minimum values of 4mv and maximum values of 18mv with intermittent recordings. The right ventricular pacing impedance was measured steadily around 550 ohms. In the available iegm episodes, artifacts are visible both in the right ventricular and farfield channels, as described in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Approximately 111 months after implantation, ventricular oversensing was reported which could be reproduced during clinical follow up. The physician decided to reprogram and monitor patient further.